Event description:
Reportedly, when the packaging of the subject device was opened the pacemaker was stuck to the backside of the package lid. The pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.